Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) lead has been steadily climbing and is now high. It was also noted that the pacing threshold has increased. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.